Event description:
During testing at the user facility, it was noted that the device door roller pin was broken. There were no report of any adverse pt events and reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller pin was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.